Event description:
It was reported that the patient had the device implanted on (B)(6) 2021. On (B)(6) 2021, the lumen became clouded despite the catheter being locked. It was further reported that physician only used the third lumen during administration of medicine. Infusion drugs were intralipos, hicaliq, kidmin, vitamedin, novolin and sulbactam. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cloudy liquid within the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 15cm 12fr power-trialysis catheter. Needleless injection caps were attached to all luer adaptors, and the clamps were engaged on the extension legs. The extension legs were slightly cloudy but did not contain a white liquid inside them when the sample was returned. All three lumens of the catheter were patent to infusion. During functional testing, no extraluminal nor intraluminal leaks were identified. In addition to the sample, a series of photographs were returned where the arterial and venous extension legs were visible. The extension legs appeared to be clamped and the luer adaptors had been capped. In two of the pictures, a white liquid was seen in the venous extension leg. The other two photos revealed a whitish-red fluid in the arterial extension leg. Reportedly, these lumens were not used for the infusion of medication. It is unknown how the cloudy or white fluid entered these lumens. Possible contributing factors could include catheter maintenance, the composition of locking solution, and/or a precipitate formation within the extension leg. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the device implanted on (B)(6) 2021. On (B)(6) 2021, the lumen became clouded despite the catheter being locked. It was further reported that physician only used the third lumen during administration of medicine. Infusion drugs were intralipos, hicaliq, kidmin, vitamedin, novolin and sulbactam. There was no reported patient injury.